Event description:
It was reported the subject resection sheath had a broken tip. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the customer allegation "resection sheath had a broken tip" was likely due to - the insulation beak damaged. The most probable cause was likely a random component failure without any design or manufacturing issue. The root cause could not be determined olympus will continue to monitor field performance for this device.